Manufacturer narrative:
This is a combined initial/final report. The hospital confirmed that the device fell down during surgery because the or staff tried to move the microscope while the wheels were locked. Since the surgeon was holding the handles of the m525 f40, the optics carrier landed slowly on the floor. The device is almost nine years old. No similar or identical issues have been reported for this device or any other m525 f40 in india since installation. Based on the available information, it can be concluded that the m525 f40 was improperly handled during transport and positioning and the user did not follow the instructions in the user manual. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The root cause can be traced to inadequate user handling.

Event description:
Leica microsystems (schweiz) ag received a complaint from india stating that the m525 f40 fell down during surgery because the or staff tried to move the microscope while the wheels were locked. The microscope fell in the opposite direction of the patient. There was no patient or user injury.